Event description:
On (B)(6) 2011, the reporter/pharmacist contacted lifescan on behalf of the patient from (B)(4) alleging that a one touch verio pro meter had a cracked display after the device was dropped. The reporter did not allege any harm or injury because of the reported issue. The reporter did not have the meter for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an broken display issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.